Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke off and sensor was missing completely and customer kept getting sensor lost alert. The customer's blood glucose level was 180 mg/dl at time of incident. The customer reported that the sensor needle was not attached and needle was not broken. The replacement sensor will be sent to the customer. Sensor will be return for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. See attached file for details. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.